Event description:
Hooking up pump tubing for a bolus, when I noticed the part of the tubing that goes in the carefusion pump was leaking. It noted a tear in the tubing at the blue connection to the softer tubing. Manufacturer response for IV large volume tubing - infusion set, infusion set (per site reporter): sent shipping label for sending in to company for evaluation.